Event description:
It was reported that a user experienced intermittent connectivity of a dexcom g7 sensor, with signal loss and return during the call, occurring late in the sensor wear period. Symptoms included no reported hypoglycemia or hyperglycemia and no reported injury. Outcomes included no medical intervention and no hospitalization. Investigation included user counseling to replace the sensor if signal loss recurred and review of historical compatibility, noting prior g4/g5 connectivity concerns and that those sensors are not compatible with the pump. Investigation of this case revealed a probable sensor communication issue near end of wear, without evidence of ilet pump malfunction or impact to blood glucose control. It was concluded, based on previously established findings for similar reports, that the cause was sensor signal interruption related to cgm performance.